Manufacturer narrative:
Ra has just received the incident event and related departments have been assigned to the engineering evaluation. No product is being returned for evaluation and lot number is also not provided. It is hard to identify the root cause. The engineering guessed the possible causes following the general surgery procedure. Engineering concluded possible factors at the event that can be related to excessively mechanical force at manipulation during the application that consequently caused the breakage of the string/pouch.

Event description:
A new endopouch was used to extract appendix from abdomen. These bags were a replacement since the previous pouch bag kept breaking. Pouch on new bag did not break but the black string used to pull bag out of trocar did break. Before ending procedure we noticed a small black wire laying on the bowel that come from string breaking.